Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra mete was reading inaccurately low. The medical affairs specialist (mas) spoke to the reporter on october 16, 2006, to obtain/verify information. On an unspecified date "several weeks ago", the pateint developed symptoms of having a dry mouth, and was vomiting and urinating frequently. The patient tested himself on the reported meter befor, during, and after had had developed the symptoms. He remembered getting readings in the "100's mg/dl" each time he tested. At that point, he started to feel as though the meter was reading inaccurately low. Due to the symptoms, the patient went to an emergency room (ER). In the ER, the pateint got a reading of "hi" using an unidentified hospital meter. The hospital lab got a reading of "over 700" (mg/dl). The pateint was treated with an IV (unknown contents) to lower his blood glucose. In the ER, the pateint remembered testing himself on the reported meter and getting a reading of "150 mg/dl". The exact times the reading were taken are unknown. He was sent home a few hourts after his symptoms were relieved and his blood glucose levels were lowered. The pateint also mentioned that at times, he felt as though the meter was reading inaccurately high. He reported results of "599 and 585 mg/dl" with the same symptoms of hyperglycemia noted above, but also a reading of "293 mg/dl" without symptoms. These 3 results were the latest and most currtent results taken from the meter's memory. Although the patient alleged the meter was reading inaccurately, he took his medications as prescribed. The patient was unable to recall any of his medications during the call with the mas, but did mention that he takes sliding-scale insulin based on his meter readings. This complaint is being reported due to the following conclusions: the patient got readins in the "100's mg/dl" on the reported meter, had symptoms of hyperglycemia, and got readings of "hi" and over "700 mg/dl" in the hospital. The patient's symptoms did not correlate with the reported lfs meter results.